Manufacturer narrative:
Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes were having erroneous result, no report of medical interventions or serious injury.